Manufacturer narrative:
Device has not been retured to the manufacturer; therefore, product evaluation is not possible. Copies of x-rays confirmed the loss of fixation of the connectors. An independent medical physician suggested that the cause may have been attributed to an unstable construct. Another stent of connectors placed in the middle of the construct or the use of double connectors in lieu of a single connector may have increased stabilization. Unable to determine the cause of the event.

Event description:
It was reported that a patient underwent a surgical procedure with posterior instrumental at multiple levels. Approximately 6 months pos-op, a revision surgery is performed due to a loss of fixation with side by connectors. No patient complications were reported.